Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the anchor broke during insertion. All pieces were retrieved and the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: doctor uses 4 of these anchors in a hip labral repair, 1 of them failed: when he mallet the anchor in the pilot hole he couldn¿t get the anchor in. The insertor was not straight and so they couldn¿t get the anchor in the bone and broke off. They opened another anchor and that one worked. Surgery finished without further problems. The failure identified in the investigation is consistent with the complaint record. The probable root causes could be: excessive force applied on device or movement of guide out of orientation. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the anchor broke during insertion. All pieces were retrieved and the procedure was completed successfully.